Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the haptics are stuck together on the optic and require a lot of manipulation to free them. There has been no patient injury reported. No further information was provided.

Manufacturer narrative:
(B)(4). Expiration date is unknown because the serial number is unknown. Explant date is unknown. It is unknown if the lens was explanted. (B)(6). (B)(4). The manufacture date is unknown because the serial number is unknown. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.